Event description:
An initial report has been received from a dealer who states that a customer is reporting that the chair stalls out. No report of an injury. Motor gearbox will be replaced by the dealer.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m41srb, serial number/date (B)(4) is approximately 2 years old. The owner's manual part number 1143206, re.g(feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter has been contacted for further detail on the event. Reportedly, the end user was issued the device since (B)(6) of 2011 and recently has experienced stalling. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.